Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated mdrs #1225714-2013-03572, 03573.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unspecified date after the use of the product.

Manufacturer narrative:
This is one of two reports related to this event. Associated manufacturer report numbers are 1225714-2013-03572 and 1225714-2013-03573. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced a sudden cardiac event, which is alleged to have been caused by the product administered during dialysis treatment.